Event description:
The company was informed that the patient reportedly experienced loss of sound while using his cochlear device. External equipment was exchanged and programming changes were made; however, the issue was not resolved. The center will pursue device revision surgery.